Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information. H11: additional information.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Receiver charge and boot tests were performed and failed due to receiver usb connector was damaged/ defective, pictures taken. Functional tests were not performed due to receiver usb connector was damaged/ defective, pictures taken. An internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver usb connector was damaged/ defective, pictures taken. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.